Manufacturer narrative:
Additional information has been provided in b4 (event description. Purge pressure high: the cause of the purge pressure high could not be determined as no product or logs were returned for evaluation. Temporary pump stop: the cause of the temporary pump stop could not be determined as no product or logs were returned for evaluation.

Manufacturer narrative:
The pump was removed without the company representative knowing so the physical pump was discarded. The data logs are available to be downloaded if needed. D4 serial and primary UDI number were revised.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right surgical direct aorta for mechanical circulatory support. The impella 5.5 was primed prior to local support arrival. Per the registered nurse, the impella has allowed to prime for approximately 15 minutes. Local support arrived as the impella 5.5 was being inserted via direct approach. Once across the valve and in the appropriate position, the impella was started at p1. However, immediately it alerted ¿impella stopped¿ and ¿low purge flow¿. The impella was lowered to p0 and back to p1 x 2 with the same results. The impella was then started at p3 and flow was initiated with appropriate waveforms and flows. The doctor was notified of the situation and opted to increase the impella to p6. Waveforms and flows remained appropriate. The patient and automated impella controller (aic) were monitored for 30 minutes while the procedure was completed and no changes were noted to aic nor the patient. The doctor opted to continue with the impella with current settings. No patient harm was noted.